Manufacturer narrative:
The reported events were lead dislodgement, twiddler¿s syndrome, and extra cardiac stimulation. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient in the emergency room due to pocket stimulation. On (B)(6) 2025, an x-ray was performed, and dislodgement was noted on the left ventricular (lv) lead. The entire lv lead was in the pocket. The physician elected to explant and replace the lv lead. The patient condition was stable before, during, and after the revision.